Event description:
The customer reported a pt incident (death) and indicated that there was a failure of the m1668a ECG trunk cable that prevented acquisition of valid ECG signals.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.